Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed drawer. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced the position sensor, but the issue still persisted. The engineer then replaced the interface board, but the issue was still not resolved, replaced the drawers and assisted with the configuration. After these steps, all the drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.